Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 1 week after the dental implant was placed in ada site 8, the implant was removed due to low stability in type iii bone. The implant was replaced with a longer implant. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that 1 week after the dental implant was placed in (B)(6) site 8, the implant was removed due to low stability in type iii bone. The implant was replaced with a longer implant. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)